Event description:
It was reported that the catheter's irrigation tubing had leakage. The error 'temperature too high' occurred on the maestro 4000 generator while catheter was inside the right atrium. When the catheter was checked, leakage was found in the irrigation connector. The catheter was replaced with a new one from the same model and procedure was completed successfully. No patient complication occurred. The device is not expected to be returned as it is not possible to ship outside of the country.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.